Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had eleven months remaining but after several months after had reached explant. The patient underwent a procedure, and this product was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had eleven months remaining but after several months after had reached explant. The patient underwent a procedure, and this product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis found no evidence of device defect or malfunction. The device memory noted a steady usage of power and a steady consistent decline of battery voltage of last year of device life. The device was put through and passed the returned products test which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage.